Event description:
The switch for the alarm loudness had no lock inside to avoid a turn for more than 4 steps. Therefore it was possible to turn the switch in a position were no alarm occurred.

Manufacturer narrative:
Corrective action: 1. Final assembly, for the alarm loudness control, to place tooth lock washer on the inside of the chassis back panel and the panel nut on the outside of the chassis back panel. 2. Alarm speaker wires place heat shrink on both wire terminations and change wire orientation. 3. Reposition tubing assembly.